Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged into the right ventricle. It also reported that the right ventricular (rv) lead perforated the heart, causing a pericardial effusion. Surgical repair was required. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.